Manufacturer narrative:
(B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
After the ent surgery was completed, the surgeon reported the right side of the plastic housing on the plasmablade device melted. There was no impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.